Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an intrakit access kit. There was no damage noted to the intrakit packaging. The device was removed from packaging per IFU with no issues. The device was inspected with no issues and prepped per IFU with no issues. The device was properly hydrated. A proximal right radial approach was used, in a non-tortuous and non-calcified vessel. No resistance was encountered when advancing the device. No excessive force was used during insertion. The hub of the dilator detached on removal from the introducer sheath. The entire sheath was removed. No components remain in the patient. No patient injury reported.

Manufacturer narrative:
Product analysis summary: received for analysis was an intrakit introducer sheath, dilator and guide wire in a competitor pouch. The 6f dilator is in two pieces, hub separated from dilator sheath confirming the reported event. The introducer is bloody and the wire is coil wrapped and kinked. Image review: photos were provided by the customer. The first photo shows the product label. The second photo shows a 6f introducer and a guide wire inside a pouch, and a 6f dilator in two pieces. The hub separated from dilator sheath. The photos are consistent with the return condition. If information is provided in the future, a supplemental report will be issued.